Manufacturer narrative:
Result: the penumbra coil 400 (pc400) was kinked approximately 5.0 cm from the proximal end. The pusher assembly was bent in multiple locations along its length. The proximal constraint sphere was located inside the distal detachment tip (ddt) and the fractured stretch resistant wire (sr wire) can be seen protruding from the coil winds. The pull wire was not retracted from the ddt and blood was clotted inside the ddt. The embolization coil was damaged along its length. Conclusion: evaluation of the device revealed the pc400 sr wire was fractured and the embolization coil was detached. Sr wire fracture may occur if the embolization coil is forcefully retracted against resistance, and will allow the embolization coil to detach from the pusher assembly. Further evaluation revealed several mild bends and a kink along the length of the pusher assembly. This damage is likely incidental and may have occurred during packaging for return to penumbra facilities. The px slim used throughout the procedure, as well as a penumbra coil 400 detachment handle that was not mentioned in the complaint, were returned and evaluated, and functioned as intended. Penumbra coils, catheters, and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, a pc400 unintentionally detached after advancing through the px slim delivery microcatheter (px slim). The physician was able to retrieve the coil using a non-penumbra stent retriever, and then completed the procedure using the same px slim and addition pc400s. There was no report of an adverse effect to the patient.